Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us.

Event description:
The customer reports that during puncture the needle hub cracked.

Manufacturer narrative:
(B)(4). The customer returned a single introducer needle for evaluation. No other components were returned. Visual inspection revealed the needle hub contained many cracks and a portion of the hub was missing (separated piece not returned). Microscopic examination confirmed the cracks and stress marks in the needle hub body. Evidence of use (dried blood) was observed in the needle hub body. The returned introducer needle could not be leak tested as the needle could not be attached to a syringe due to the damaged hub. A device history record review was performed on the needle and no relevant manufacturing issues were identified. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks a portion of the hub had separated. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (B)(4). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that during puncture the needle hub cracked.